Event description:
Nurse disconnected patient tubing to administer IV dose of medication to patient via mediport. After, IV medication tubing was reattached, per policy, but the distal end of the luer on the tubing was broken and large infusion pump started beeping. Nurse removed tubing, and obtained new bag and tubing to re-attach to patient.